Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and failed. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.